Manufacturer narrative:
No medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The rv and svc septum and set screws were found to be damaged. The rv, svc, and atrial set screws had silicone material in their hex cavities. The silicone found inside each of the set screw cavities prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported during lead revision, the set screw would not engage and failed a tug test. ICD was explanted and replaced.